Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.310¿ from the base. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generated with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The complaint regarding physical damage was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument blade was broken. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. The customer confirmed that the instrument blade was broken off in the middle of the procedure, but no fragment fell inside of the patient. The procedure was completed with no post-operative complications.